Event description:
Wire frayed.

Manufacturer narrative:
It was reported by the customer contact that on 1/23/24, when provided advanced the needle over the guidewire when resistance was met the wire was "pulled back". It was reported that "upon pulling back, provider did have to tug to get the guidewire out and noted the wire had unraveled/frayed". It was reported that due to this, pelvic xray completed, CT abdomen/chest negative for retained fragment. However "xray imaging showing likely a retained fragment from guide wire". A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.